Event description:
(B)(4). No serious injury alleged. Malfunction alleged.the facility representative stated the hydraulic pump is losing pressure, with and without weight on it, and lowering by itself. MDR filed.